Manufacturer narrative:
FDA registration number: corrected to 3012931345 - nv (salt lake city). There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a clinical study, a serious adverse event occurred: sub arachnoid hemorrhage (sah) at the left sylvian. The reported patient intercranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during the thrombectomy procedure on (B)(6) 2020, the patient experienced hemorrhage as identified as parenchymatous hematoma 2. It is noted that the adverse event has possibly relationship to the subject catalyst device. No further information is available. Udated: further reviewing from medical safety team indicated that the patient experienced sub arachnoid hemorrhage (sah) at the left sylvian. Additionally, the adverse event has possibly relationship to the subject study retriever device as the event had no relation to the catalyst device as previously reported. This report refers to the subject study retriever device.

Manufacturer narrative:
This is 2 of 2 reports. H3 other text : the subject device is unavailable to manufacturer.

Event description:
It was reported that during the thrombectomy procedure on (B)(6) 2020, the patient experienced hemorrhage as identified as parenchymatous hematoma 2. It is noted that the adverse event has possibly relationship to the subject catalyst device. No further information is available.

Event description:
It was reported that during the thrombectomy procedure on 06-august-2020, the patient experienced hemorrhage as identified as parenchymatous hematoma 2. It is noted that the adverse event has possibly relationship to the subject catalyst device. No further information is available.

Manufacturer narrative:
Although the lot number was not provided, there are controls in the manufacturing process to ensure the product catalyst met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a clinical study, a serious adverse event occurred: hemorrhage ph2 (parenchymatous hematoma 2). The reported ¿patient hemorrhage, blood loss with sequalae¿ is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.